Event description:
It was reported that the patient presented with a myocardial infarction and the procedure was to treat the mid left anterior descending (lad) coronary artery with 100% occlusion with thrombus. A 2.75x28 mm xience v stent was implanted and post dilatation was performed with a 3 mm balloon at 15 atmospheres. Five months later the patient presented with unstable angina. Intravascular ultrasound (ivus) was performed and showed a large aneurysm in the mid lad with complete in-stent occlusion. A 3.5x26 mm graftmaster covered stent was implanted to ostio-proximal lad and a 2.75x23 mm xience v was implanted proximal to mid lad. Subsequently the patient expired after 1.5 months due to diarrhea and sepsis complicating heart failure. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated . The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effects of angina, aneurysm, and occlusion are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title "case series of coronary artery aneurysmsafter everolimus eluting stent implantationand comparison with sirolimus eluting stents".